Manufacturer narrative:
It seems that the reported blurry screen incident appears to be a manifestation of a previously observed issue with the mit-w102 tablet, known as "scrambled video signal." This phenomenon sporadically occurs when connecting or disconnecting the tablet from the new docking station. The exact cause of the blurriness is likely related to an intermittent video signal disturbance during the tablet's interaction with the new docking station (reasonably caused by the vga-hdmi converter embedded in the new docking station). When the problem occurs, restarting or shutting down the tablet typically restores proper signal display, as demonstrated in the reported incident where turning the device off and on resolved the blurriness. Due to the low reproducibility and the lack of a permanent impact on functionality, this issue has been in the past classified as negligible. No general malfunction is suspected with the device. This case is retained for trending purpose.

Event description:
Reportedly, on 27-march-2025, the tablet screen is blurry when taken out of the support. The problem remained once the interrogation ended. Problem could only be solved by turning off the tablet.

Manufacturer narrative:
The type of investigation has not been determined yet, results are not available.

Event description:
Reportedly, on (B)(6) 2025, the tablet screen is blurry when taken out of the support. The problem remained once the interrogation ended. Problem could only be solved by turning off the tablet.